Manufacturer narrative:
The impella cp and the automatic impella controller data logs were returned to abiomed for evaluation. The analysis of the data logs revealed that the pump stopped after 110 hours of successful patient support, but was not able to be restarted. The analysis further revealed that the initial pump stop was due to high motor current, and the following pump stops were due to high motor current and rpm deviation. The impella cp was returned intact. During the evaluation of the device the motor was disassembled, and it was found that there was visible wear to the motor bearing. This bearing wear was the result of 110 hours of impella cp use. The impella cp is indicated for 4 days or 96 hours of patient support. In conclusion, the root cause of the pump stop was bearing wear. There is no corrective action recommended as the failure occurred beyond the indicated use for the impella cp. The instructions for use and clinical reference manual for the impella cp states the following: the ... Impella cp ..., in conjunction with the automated impella® controller, are temporary ventricular support devices intended for short term use (< 4 days for the ... Impella cp, ... And indicated for the treatment of ongoing cardiogenic shock that occurs immediately (< 48 hours) following acute myocardial infarction or open heart surgery as a result of isolated left ventricular failure that is not responsive to optimal medical management and conventional treatment measures. The intent of the impella support systems therapy is to reduce ventricular work and to provide the circulatory support necessary to allow heart recovery and early assessment of residual myocardial function.

Event description:
On (B)(6) 2017 a (B)(6) year old female patient was admitted to the hospital with chest pain and an atrial fibrillation heart rhythm. Upon admission, the patient suddenly decompensated and became hypolic. The patient's ejection fraction was 20%, and she was in pulmonary edema. A left heart catheterization (lhc) was performed which revealed 90% left main disease. The patient left ventricular end diastolic pressure (lvedp) was at 42. An impella cp was placed for patient support successfully and without issue. The following day it was reported that the patient was suffering from a gi bleed and a "neck site" bleed. It was confirmed by the site that the bleeds were not related to impella. The patient's condition began to improve over the next few days as the doctor decide to rest the patient's heart over the weekend prior to performing a coronary artery bypass graft (CABG.) On the second day of patient support, bleeding was seen from the central venous pressure line and from a gi bleed. This bleeding was attributed to stress, and required blood transfusing. The bleeding was reported not to have been impella related. On (B)(6) 2017 a "placement signal" alarm occurred after the patient was slightly turned. The alarm resolved after the patient was turned back to the previous resting position. After 110 hours of successful patient support, the impella cp spontaneously stopped. Multiple unsuccessful restart attempts were made, but the patient's status began to decline. The hospital staff was advised by abiomed support that the pump needed to be removed and replaced as soon as possible; however, the patient coded and expired approximately 45-50 minutes after the pump stopped, and before the patient was able to be transferred back to the cardiac catheterization lab.

Manufacturer narrative:
The supplemental medwatch report is being submitted to user MDR (B)(4) that was received by this manufacturer on 04/12/2017. (B)(4).